Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Additional event for this patient reported on medwatch number 1825034-2016-01995.

Event description:
Patient underwent a left knee revision procedure approximately eleven years post-implantation due to unknown reasons. The bearing was removed and replaced.